Manufacturer narrative:
Correction:this report was inadvertently filed. There were no erroneous results generated and upon recur the malfunction is unlikely to cause or contribute to a death or serious injury.

Event description:
The customer reported multiple drops of fluid leaked from the probe onto the vial cap during closed vial mode involving coulter act diff 2 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the vacuum isolator chamber (vic) probe wipe and tube at line lv8. The fse noted valve lv8 (which connects the high vacuum supply in vacuum chamber vc1 to the bottom port of the probe wipe housing) did not function properly causing vacuum system errors. The fse replaced valve lv8 to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).